Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to device not inflating. A fluid leak in one cylinder was suspected. There were no patient complications.

Manufacturer narrative:
Investigation summary: laboratory analysis confirmed the reported clinical observation of fluid leak and inflation non conformances. Since it was identified that the pump required more force than the specification to get activated and there was hole that in the reservoir shell; these anomalies are the most probable causes of the reported clinical observations. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this inflatable penile prosthesis (ipp) was thoroughly analyzed. The cylinders, pump and reservoir were visually and microscopically inspected, the cylinders and pump were also functionally tested and the cylinders and reservoir were leak tested. The cylinders had bulges when inflated with syringe, but there was no damage in the inner tube, therefore, they passed the leak test. The pump did not pass the functional test as it required more force than the specification to get activated. Regarding to the reservoir, it was found a leak due to a hole in the shell. Product analysis concluded that this activation non conformances and the leak in the reservoir shell could affect the functionality of the device as the reported inflation anomalies and fluid leak. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ipp instructions for use (IFU). Investigation conclusion: an overall evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to device not inflating. A fluid leak in one cylinder was suspected. There were no patient complications.